Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent a surgery at c2- c4 using rhbmp-2/acs to insert hardware. Post-op patient experienced swallowing and breathing problems. On (B)(6) 2011, patient underwent a second surgery using rhbmp-2/acs at the t4 through t7 levels. Post-op, patient's lung collapsed for five hours. Patient remained in ICU for 4 days. He still experiences back pain and has trouble breathing.

Manufacturer narrative:
(B)(6). (B)(4).